Event description:
"CT" reports an event where the medication line separated from the drip chamber. Blood was squirting out and the extracorporeal circuit had to be discarded. Estimated blood loss 250cc. Will fax questionnaire to obtain pt info.